Event description:
I had the stalif tt lumbar device implanted at l5-s1 level, anteriorly, by adr in early 2009. Although it eliminated my low back pain at l5-s1, unfortunately, this device has created a whole new set of issues. I believe the height of the device jacked up my spine too much, and I have severe cramping, tightening, and neural involvement, interfering with my every move. I have to adjust my right hip/si joint approximately 2 dozen times a day. I have severe pain in my right si joint & right hip, as well as neural defecit on my right side. It almost feels like I am constantly healing. I have noticed atrophy in my right leg. Prior to this surgery, I was taking 1/2 percocet at night for pain, sometimes more. After surgery, I have been taking 3/4 to 1 tablet of percocet at night for pain. I tried going for 3 days without any pain killer, and on that third day, I cannot even function or think I'm in so much pain. I have reported this to first dr several times. I have since sought neurologist another dr, and has diagnosed my condition as having "pseudarthrosis", with a CT scan. I go to a chiropractor at least once, if not two times per week, just to get the relief I need to neurologically function. At this time, I am desperately seeking to have this device removed from my body. It almost seems like my body is trying to reject this device. Let it be noted that I had developed some serious hemorrhoids immediately (hours) after surgery, which blood bursted and drained out of. I believe I am experiencing complications due to this polymer device implant. I hope I can get another 2-3 years working for my current employer before I can no longer work. This is really wearing on me tremendously. Dates of use: early 2006 to present.